Manufacturer narrative:
Concomitant medical products: nitroglycerin; valium 2; zoloft. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record (DHR) reports: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond."

Event description:
Healthcare professional reported left side rupture. While implanted, patient additionally experienced: ¿[patient] was also diagnosed with palpitation around the time of [patient] surgery and has had 2 ablations in year 2000.¿ ¿[patient] developed nonspecific symptoms, which include generalized aches and pains, fatigue, dry eyes, and dry mouth, for which [patient] was diagnosed with nonspecific connective tissue disease in 2005.¿ patient received plaquenil treatment in 2010. In the past 2 years, patient additionally started having a lot of discomfort in [patient] left breast, fatigue, weakness, and some weight changes. [Patient] also gave a history of at least ¿2 episodes of very severe soaking night sweats and since the last 2-3 months, at least 2-3 times a week of drenching night sweats requiring [patient] to change [patient] nightgown.¿ ¿[patient] has chills and subjective fever. [Patient] also complains of a skin rash on [patient] lateral aspect of outer upper quadrant of left breast as well as posterior aspect of [patient] left thigh. In the last 1 month, [patient] symptoms have gotten progressively worse with increase in size of [patient] left breast. [Patient] has noted some pea-sized nodules in the left axilla for 2 years." Additional report of ¿there is a fluid collection surrounding the ruptured implant¿ and ¿large swollen left breast with fluid wave.¿ patient reported ¿lymphoma alcl.¿ healthcare professional stated ¿pt has: alcl.¿ pathological markers confirming lymphoma alcl have not been received.